Event description:
During a gastrectomy procedure, there was an error 5 displayed soon after use. The procedure was completed with another device. There was no adverse consequence to the patient and 1 device is being returned.